Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. The 90% stenosed target lesion was located in the ramus inter-ventricularis anterior (riva) artery. As the 2.0x15mm emerge balloon was advanced the physician noted slight resistance and the shaft broke. The device was removed and the procedure was completed with another 2.0x15mm emerge balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an emerge balloon catheter with no other devices. The hypotube shaft was completely separated 59.5cm from the hub. The fracture faces were oval as if kinked prior to separation. Examination of the inner and outer shaft revealed no evidence of any material or manufacturing deficiencies contributing to the damage. Examination of the corewire revealed no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. The 90% stenosed target lesion was located in the ramus inter-ventricularis anterior (riva) artery. As the 2.0x15mm emerge balloon was advanced the physician noted slight resistance and the shaft broke. The device was removed and the procedure was completed with another 2.0x15mm emerge balloon. No patient complications were reported and the patient status is stable.